Event description:
A report was received that a patient had developed an inflamed pocket site. The patient was hospitalized and explanted due to an infection. The patient was also treated with antibiotics. The event was resolved and the patient was discharged from the hospital

Event description:
A report was received that a patient had developed an inflamed pocket site. The patient was hospitalized and explanted due to an infection. The patient was also treated with antibiotics. The event was resolved and the patient was discharged from the hospital

Event description:
A report was received that a patient had developed an inflamed pocket site. The patient was hospitalized and explanted due to an infection. The patient was also treated with antibiotics. The event was resolved and the patient was discharged from the hospital

Manufacturer narrative:
Additional information was received stating the event was not device related but was procedure related.

Manufacturer narrative:
Event date: should have been: (B)(6) 2012.

Manufacturer narrative:
The returned ipg passed visual, electrial and performance testing. The ipg exhibits normal device characteristics. A review of the sterilization documentation for the explanted ipg found the device to be satisfactory.

Event description:
A report was received that a patient had developed an inflamed pocket site. The patient was hospitalized and explanted due to an infection. The patient was also treated with antibiotics. The event was resolved and the patient was discharged from the hospital.

Manufacturer narrative:
Additional information was received that the infection is related to the device.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that a patient had developed an inflamed pocket site. The patient was hospitalized and explanted due to an infection. The patient was also treated with antibiotics. The event was resolved and the patient was discharged from the hospital

Event description:
A report was received that a patient had developed an inflamed pocket site. The patient was hospitalized and explanted due to an infection. The patient was also treated with antibiotics. The event was resolved and the patient was discharged from the hospital